Event description:
There have been two observances of foreign matter in there sterile 4x4 "two pack" from covidien ref 3033. The first occurred on (B)(6) 2014. A small, approximately 5mm, irregular shaped, dark substance with the consistency comparable to lint was noted by operating room staff. The item was dated and saved, lot #14k062662x. The second example was discovered on (B)(6) with foreign substance being slightly larger. The wrapper was not recovered for the second sample, but the other lot number from the same location are 1400000220862x, 140000351562x, 14000086626x, and 140001956162x. These items were observed prior to being in contact with a pt. Also see mw5039610.